Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead reposition due to dislodgement which was confirmed via chest x-ray. It was noted that the ra lead exhibited unstable pacing impedance, sensing and capture threshold values. During procedure, it was found that the ra lead helix exhibited failure to extend. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of impedance issue was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. Electrical testing and visual inspection of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to an over-torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.